Event description:
A pt was skin tested with negative results on 12/3/96. On 12/11/96 the pt was seen and diagnosed with allergic dermatitis of the neck and chest (date of onset not documented) which the physician believed was not related to the collagen; oral hismanal, topical halog solution, and topical cetaphil soap were prescribed. The skin test site remained asymptomatic. On 12/17/96 the pt called the physician to inform him that she had consulted another physician (date unk) for allergic dermatitits of the head and neck who had prescribed oral claritin and oral cortisone. On 1/22/97 the pt's daughter informed the physician that the pt had been hospitalized by a rheumatologist who diagnosed "collagen-related lupus and blood clots in the lungs" (dates of onset and hospitalization not documented) which the rheumatologist believed was related to the collagen. It is unk what medical or surgical intervention was prescribed or planned. The injecting physician believed the lupus and blood clots in the lungs were not related to the collagen.